Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced high blood glucose of 583 mg/dl and had insulin flow blocked alarm. Customer treated with bolus and manual injection. Customer reported symptoms such as difficulty in breathing, frequent urination, and had excessive thirst. Auto mode was not active at the time of high blood glucose. Customer was assisted with troubleshooting for insulin flow blocked. The insulin pump will not be returned for analysis.